Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who had a 350cc mentor memorygel breast implant placed experienced right sided rupture post procedure. The rupture was diagnosed at the physician¿s office. As a result, an explant is planned for (B)(6), 2022.

Manufacturer narrative:
Additional information was received on june 16, 2022. Replacement with unspecified silicone implants was performed with explant. The impacted product was received by the failure analysis lab on june 23, 2022. The investigation of the returned device was completed by the failure analysis lab on june 28, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that two tears were observed on the anterior aspect of the breast implant, measuring approximately 1.4 cm and 0.6 cm respectively. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 5, 2022. In addition to the right sided rupture reported initially, the patient also experienced bilateral capsular contracture (baker grade unknown) post procedure. The rupture was diagnosed at the physician¿s office, with mammography, and with magnetic resonance imaging. This report relates to the right prosthesis. See 1645337-2022-08764 for contralateral prosthesis report. Reason for device explant and/or reoperation: capsular contracture/rupture additional information was received on july 6, 2022. The replacement implant were 400cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).